Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A non-abbott wire was inserted into the introducer and there was blood leaking from the valve of the introducer. The patient lost a large amount of blood but no intervention was performed. The procedure was completed with no patient consequences.